Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that the a2101 mayfield ultra base unit slipped. The date of the event was not specified. It was unknown whether the device was in contact with patient, if there was any patient injury, or surgery delay. Additional information received on 19nov2018 indicating that the equipment was not used on a patient. The issue was found by the sales representative during a routine inspection of the customer's equipment.

Manufacturer narrative:
The product has been returned for evaluation. The device history record reveals that the unit is beyond integra's 7 years recommended life cycle. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. Unit received with the base handle was closed without 6in transitional installed and deformed the lower handle hole causing the handle to become stuck on the connecting tube. The complaint is likely caused by wear and tear/improper handling. The definite root cause cannot be reliably determined. (B)(4).

Event description:
N/a